Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue: anesthesiologist pulled up lidocaine w/epinephrine using the syringe and filter straw in the tray. Multiple white, particulate found floating in solution. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) 20ml syringe and four (4) pictures were returned in connection with this complaint. Visual examination of the returned syringe noted the syringe to have white particulates floating in the fluid. The pictures depicted the same defect. The syringe and all available information has been forwarded to the manufacturer for further investigation. Per the manufacturer's investigation, the reported defect was confirmed. The sample was visually inspected and a yellowish contamination was observed inside the syringe cylinder. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the manufacturer's evaluation results, incidents of this nature can be attributed to the injection molding process. Set material in the molding tool or machine is the cause of this inclusion. This could be due to a large shear force occurring in the machine or tool, after a production break. To minimize the occurrence of this defect, the products from the first cycles are scrapped after every longer production stop. We will maintain this report for further references and continue to monitor other reports for similar occurrences.